Event description:
Patient was in a nippv (bipap vision) about 0145 machine alarmed and inop light came on. Rn placed a 4l nasal cannula on, spo2 96-98%. Another rt got a new machine while I stayed at bedside. Placed patient on new vision at 0215 without any other incident.